Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in an adult female patient who had résumé inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) and naltrexone. In 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pelvic pain/pain") and dyspareunia ("dyspareunia"). In 2011, the patient experienced migraine ("migraines"), urinary tract infection ("urinary problem and bladder problem or changes: multiple infections"), cystitis ("urinary problem and bladder problem or changes: multiple infections"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions (rashes)"), vaginal discharge ("vaginal discharge"), ovarian cyst ("other injury/condition (ruptured ovarian cyst)") and uterine leiomyoma ("uterine fibroid"). In july 2011, the patient experienced constipation ("gastrointestinal/digestive system condition (constipation)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), abdominal distension ("bloating"), affective disorder ("mood disorder") and abdominal pain ("abdomen pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, migraine, weight increased, abdominal distension, urinary tract infection, cystitis, dysmenorrhoea, constipation, headache, nausea, rash, vaginal discharge, ovarian cyst, affective disorder and uterine leiomyoma outcome was unknown and the pelvic pain, dyspareunia and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, affective disorder, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, headache, migraine, nausea, ovarian cyst, pelvic pain, rash, urinary tract infection, uterine leiomyoma, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: bladder/urinary problems or changes:multiple infections, dysmenorrhea, dyspareunia, gastrointestinal/digestive system condition (constipation), headaches, nausea,rashes or skin conditions (rashes), vaginal discharge, other injury/condition (ruptured ovarian cyst;mood disorder; uterine fibroid), abdomen pain were added. New reporter was added. Product information updated. Outcome of event abdomen and pelvic pain added as recovering/resolving. Concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), weight increased ("weight gain"), abdominal distension ("bloating") and pelvic pain ("pelvic pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, migraine, weight increased, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, device dislocation, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.